Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber laser is fragmented and fiber body was broken into five pieces. Microscope inspection found that the tip was degraded. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. It is likely that procedural conditions of the device during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiber fractured. The procedure was completed with another of the same device. There was no patient complications.

Event description:
It was reported that during the procedure, the fiber fractured. The procedure was completed with another of the same device. There was no patient complications.